Event description:
Boston scientific crm received information that both the atrial and ventricular leads were exhibiting high thresholds. The decision was made to reposition both leads which was very successful. To date, there have been no adverse patient effects reported. At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.